Event description:
It was reported to philips that the system had some power issues which can impact a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had power issue. Upon troubleshooting actions, the fse placed an rx monitor on the system to identify the power problems. Later, the fse tested the system by removing the rx device and found that the system was working with full functionality. Following the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.